Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿change your cartridge every 48¿72 hours as recommended by your healthcare provider". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose ranged from 300-400 mg/dl. Reportedly, the infusion set was changed after each occlusion alarm. Customer reported that no insulin was seen exiting the infusion set tubing and that the cartridge had been in use for more than 3 days. No damage was noted to the infusion set cannula. Tandem's technical support educated customer on cartridge labeling. Reportedly, insulin delivery was resumed.